Event description:
It was reported that this right atrial (ra) lead came loose. The patient physician was aware and was scheduled for follow up. Subsequently, this lead was explanted. No additional adverse patient effects were reported.